Manufacturer narrative:
(B)(4).

Event description:
Correction: it was reported that the asymptomatic patient presented in the operating room for a scheduled lead revision. It was noted that the right ventricular lead exhibited non reproducible oversensing resulting in pacing inhibition. The lead was capped and replaced on (B)(6) 2016. The patient was in stable condition and would continue to be monitored.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented in the operating room for a scheduled lead revision. It was noted that the right ventricular lead exhibited non reproducible oversensing. The lead was capped and replaced. The patient was in stable condition and would continue to be monitored.